Manufacturer narrative:
Plant investigation: the reported symptom code (burning smell) was confirmed. An exterior visual inspection of the returned cycler showed no sign of physical damage. The functional display check failed. The failure was due to a burnt connection between the inverter board and the lcd display connection. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported by a peritoneal dialysis (pd) patient that the liberty select cycler's screen was dim at the end of the peritoneal dialysis treatment end and there was a burning smell coming from the cycler. The patient was advised to discontinue use of the cycler and a replacement cycler was arranged. Follow up with the patient indicates that the treatment was completed and the patient did not experience any complications as a result of the alleged event. The patient reportedly did not visually observe smoke.